Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. The device was not returned for evaluation and investigation and a lot number was not provided, therefore, we are unable to review the device history record. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that a medical intensive care unit respiratory therapist noticed the intubated patient was not getting all the return volumes on the ventilator. She replaced the catheter without incident and the return volumes normalized. No additional information was provided in regards to the patient¿s status.